Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, a screw was found to be slipped and could not be used anymore. The surgeon had to change the screw to complete the surgery. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.